Event description:
It was reported that during insertion of an ava device, there was some resistance, and the doctor found the end of the dilator was torn. Follow up info from sales rep, indicate that the clinician was in the process of inserting the ava device, he inserted the guide wire then tried to insert the dilator through the valve assembly. It was not sliding smoothly into the introducer valve. Clinician tried again by force and failed, pulled it out and found that the tip of the dilator was torn. Confirmed that there were no pt complications.

Manufacturer narrative:
Device not returned.